Event description:
The device was returned to the service center for a report from the customer contact of an unspecified malfunction. However, during verification testing at the service center, the device alarmed with an e630 (screw rotation error) error code.

Manufacturer narrative:
During testing, the device alarmed with an e360 (screw rotation error) error code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.